Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported partial clip movement could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed for partial clip movement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. One clip was implanted without issue. The second clip was implanted laterally to the first however post deployment, a small bridge was noted 1-2mm from the posterior leaflet but the clip was still stable. The procedure was completed with the mr reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.